Manufacturer narrative:
Additional information: h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering possibly through port #5 of an unspecified quantity of exactamix 2400 valve sets. It was observed that air bubbles were entering the set possibly through port #5 as the compounder pumped the amino acid premasol (port #11). There was no patient involvement. No additional information is available.